Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) with 95% stenosis, heavy calcification and heavy tortuosity. The 3.0x38mm xience alpine stent delivery system (sds) was advanced and the stent was implanted. However, the stent strut was noted to be fractured and another 3.0x38mm xience alpine stent was implanted to treat the fractured stent. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.